Event description:
Note: this report pertains to one of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report # 3005099803-2009-01144. It was reported to boston scientific corporation in 2009 that a pt return grounding pad and rf 3000 generator were utilized during a radio frequency ablation procedure of the liver. According to the complainant, the ablation procedure was successfully completed. Following removal of the grounding pads from the pt, the physician detected a skinburn of 2.5cm x 1.0cm. Additional info stated that the skin burn was believed to be a grade I - iia. No scarring was expected. The burn was cooled and required no further treatment.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.